Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was dropped during a bike ride, resulting in a cracked touchscreen that remained functional and with no reported alerts or alarms; blood glucose levels were not affected. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included user education and troubleshooting regarding continued use and potential loss of watertight integrity. Investigation of this case revealed physical damage to the screen without functional impairment. It was concluded that the device continued to operate as intended despite cosmetic damage, and replacement was deferred at the user¿s discretion.